Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone and tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and that the modular head was removed and replaced with an active articulation liner and ceramic head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2014. Revision operative report noted the presence of trochanteric bursitis, reactive synovium, turbid serous joint fluid, lytic membrane tissue behind the cup, oxidation of the trunnion, thickened anterior capsule, and a cavity in the posterior column. The cup was in a good position and not loose. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2014 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone and tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed both surgery dates and that the modular head and taper adapter were removed and replaced with an active articulation liner and ceramic head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.